Event description:
The customer reported the system will not boot up until after several reboots. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate symptom. He booted system several times with no problems. Possible power problem.